Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The three (3) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) with moderate calcification was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a interventional bilateral iliac procedure. Reportedly, two proglide devices had no suture present when the plunger was removed on the rcfa. In addition, two other proglide devices also had no suture present when the plunger was removed on the lcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to a 10f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa and lfca. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.